Event description:
It was reported that the probe did not function sufficiently enough during the procedure because it became stuck and it was not possible to carry out the suction with the device. The surgery was completed successfully by using a replacement probe.

Manufacturer narrative:
Additional information will be provided once investigation is completed.